Event description:
Primary stability and osseointegration achieved. Patient smokes. During time of surgery periodontal disease and diseased mucous membrane. Immediate implantation. Peri-implantitis, inflammation. Implant was loose 4 months after crown cementation, bite was good.